Event description:
Patient reported "capsular contracture baker grade iii in breast" patient also reports "that is in constant pain, no longer carries out activities and is being hindered in work by the pain and discomfort that has become frequent, not to mention my mental health. Patient says it affects directly and is extremely anxious." This is for the right side device. This device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii".